Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was supposed to have a refill on (B)(4), but had missed the appointment. The patient did not like how the physician treated him and, since he was there for five or six hours every time he went to an appointment, he wanted somebody closer. In addition, three or four days prior to report, the alarm started going off, but telemetry had not yet been performed. It was sounding a dual tone every ten minutes, though reporter was not sure when the single beep had started. The day after the pump started beeping, the patient experienced a change in therapeutic effect and started having pain. The reporter indicated that the patient had trouble walking and getting around, but it was not as bad at the time of report. It was reported that the patient needed another physician to fill the pump as his was under investigation, though he might call his physician to fill, so withdrawals could be avoided.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy, it was also checked that the patient received assistance from their physician or manufacture representative and their concerns were resolved. It was also reported that the patient was still having concerns regarding their device or therapy but they were working with their physician and manufacture representative.